Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined for the head and neck. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00784801300, modular neck p 12/14 neck taper use with +0 heads only, lot number 62342924. 00771300600, modular femoral stem press-fit plasma sprayed cementless size 6, lot number 62329094. Multiple MDR reports were filed for this event, please see associated reports: 0001822565- 2023-01685. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure post implantation due to metalosis caused between the head and neck of the stem. There is no additional information available at the time of this report.